Manufacturer narrative:
.

Event description:
It was reported that a bilateral hip revision was performed due to breakage.

Manufacturer narrative:
(B)(4). The associated devices were returned for evaluation. The returned r3 biolox forte (alumina) liners were examined visually. The purpose of this investigation was to analyze the as-received components. No destructive testing was carried out. All fractured pieces were received together in the same bag. The acetabular liners were fractured into several fragments which consisted of apex regions and ring portions of the liner. The metal ring portions of the liners had visible signs of damage. The signs of damage to the metal rings were likely due to extraction, contact with other components during removal, and/or contact with other components following fracture of the liner. A review of quality records revealed that both batches were included in a previous field action initiated in 2011. No further actions are being taken at this time.